Manufacturer narrative:
H1: the reported event is considered as a serious injury. The reported malfunction was ticked by fault. G: updated manufacturing site.

Manufacturer narrative:
Cause investigation and conclusion: additional information to the event, anatomical conditions, patient information, and dicom imaging series for evaluation were requested from the physician. Provided information were captured in section 3. A review of the manufacturing records indicated the device met pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which was discarded at the facility, were returned for evaluation. The event could not be independently confirmed based on the incident description and the subsequent investigation. Therefore we are unable to determine the cause of this incident and assign a root cause. It was reported to gore that an ¿unpredictable external event¿ occurred after the second deployment leading to device movement. It was stated that this event was attributable to the user. Therefore the available information reported in the complaint does reasonably suggest that device migration was caused partially or wholly by the user of the device including device handling. No further information was provided to gore in relationship to this. It reasonably suggests that unintended use error caused or contributed to event. The reported device migration represents a known complication or adverse event that can occur when using stent-graft endovascular devices. According to the instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: migration.

Event description:
It was reported to gore that the patient underwent endovascular treatment with a conformable gore® tag® thoracic endoprosthesis for a thoracic aortic dissection. Reportedly an assessment of vessel size and disease state evaluation was performed during case pre-planning. Reportedly after the second deployment of the device it moved distally more than 10 mm from the landing zone. No attempt to correct for the device position was performed, instead they discontinued the procedure and explanted the device. It was reported to gore that an ¿unpredictable external event¿ occurred after the second deployment leading to device movement. It was stated that this event was attributable to the user. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient was supposed to be treated with a conformable gore® tag® thoracic endoprosthesis (tgmr313120e) for a thoracic aortic dissection. Reportedly after the second deployment of the tgmr313120e, the device moved more than 10mm distally from the landing zone and it was decided not to continue with the procedure and to explant the device. The patient is doing well and has not reported any clinical consequences.